Event description:
**Update**(B)(4) 2012; patient fact sheet was received, which identified part/lot and birthdate information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleges the patient has suffered extreme pain in her hip causing difficulty ambulating. Implants released metal ions into her body. The release of the metal ions from the asr caused the concentration of these ions in her body to reach dangerously high levels, causing serious and permanent damage to her body. Patient had her failed left-side asr revised and replaced with different hip implant components.

Manufacturer narrative:
Depuy still considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.